Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.

Event description:
The patient had a sparc sling implanted on (B)(6) 2005 to treat stress urinary incontinence. It was reported that as "a result of the implantation of the sparc sling" the patient has "suffered serious and permanent bodily injuries has required additional medical treatment and surgery, has suffered emotional distress and injury." It was indicated that the patient's injuries are "permanent in nature."